Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the device analysis, the field service technician identified that the device exhibited an e315 incompatible scope error. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed the incompatible scope error was most likely attributed to an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.